Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to b5 of the initial report. Please see b5 for additional information correction to h6 component code and medical device problem code of the initial report to remove "4737 - fixation wire' and "1091 - device reprocessing problem" additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
During the device inspection, it was observed that the acoustic lens was damaged/scratched and the damage reached the adhesive layer. As a result, the insulation resistance value was out of standard.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material on the forceps elevator wire. There were no reports of patient involvement.